Manufacturer narrative:
The manufacturer previously reported wrong information in initial reporter (rfb), reporter first name and reporter last name which were corrected in this report. Box e: initial reporter, reporter phone, reporter email was updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleging sinus infection, facial pain, shortness of breath, chest pain, ear pain, coughing, headaches, dry throat, and extreme dizziness. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed a slight unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, and tiny gray and black fibers or hairs, at the air input of the blower box. Slight dust-like contamination on top of the blower motor. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device.